Event description:
Hard plastic tubing connector piece apparently broke and allowed chemotherapy solution to free flow onto equipment, staff, and floor. Dates of use: 2009. Diagnosis or reason for use: chemotherapy infusion.